Event description:
It was reported that the customer had an unspecified cartridge issue. The customer experienced a high blood glucose (bg) level of 515 mg/dl with trace ketones. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A correction bolus via the pump was administered to address bg level. Customer changed the cartridge to resolve the issue and resumed insulin delivery. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.